Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distibutor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury. The use of versius surgical system is not indicated for patients with morbid obesity.

Event description:
It was alleged that the surgeon console went into a medium priority alarm during surgery tear down. The console was powercycled and the procedure was completed successfully. No harm was reported in relation to this event. The distributor investigated and found cable fray on the left linkage, which is consistent with the error messages seen in the telemetry logs. The linkage was replaced. At the time of this report, no further information has been provided.